Event description:
Patient brought to operating room and anesthesia was induced per routine. When we attempted to ventilate the patient with the green ventilation bag on the anesthesia machine, it ripped. This caused us to be unable to ventilate the patient as usual. Because this or is a designated covid operating room, all extra supplies had been removed, including spare anesthesia circuits. It took several minutes for a runner to retrieve a replacement part. Luckily, we were able to ventilate the patient by alternative means, but this could have led to a catastrophic event.